Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was non calcified and non tortuous. The lesion was pre dilated with an 2.5x12 nc trek and a 3.5 x 38 xience skypoint was deployed. Post dilatation was attempted with the nc trek; however, the guide wire met resistance coming out of nc trek at the tip of the catheter. The entire unit was pulled into the guide catheter, but the guide wire split the rapid exchange port on the catheter. All was successfully retrieved with no intervention. There was no reported adverse patient effect and no clinically significant delay in the procedure. The lesion was re-wired with a non-abbott guide wire and a new nc trek was advanced to post-dilate the stent. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported split/tear of the rapid exchange port on the nc trek bdc appeared to be related to circumstances of the procedure. There was no damage noted to the nc trek bdc during the inspection prior to use or during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the guide wire met resistance coming out of nc trek at the tip of the catheter. In this case, it is likely that manipulation of the guide wire, when resistance was encountered, resulted in the reported split/tear of the rapid exchange port on the nc trek bdc. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.b5: description of event.

Event description:
Subsequent to the initial medwatch report, it was noted that the nc trek balloon dilatation catheter was a 3.5x12mm. The reported guide wire was a ht balance middleweight universal ii guide wire no additional information was provided.